Event description:
The customer reported an uncontained fluid leak on top of sample vial run on a coulter act 5diff cap pierce (cp). There were also high white blood cell (wbc) and no numeric red blood cell (rbc) values being generated on quality control samples run on the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/17/2015. The fse noted a leak at the probe wash, contained in the bath area and in the drip tray. He rebuilt the probe wash block assembly and sealed it during operation. There were no further leaks or control issues reported. (B)(4).